Event description:
Nailing system was implanted in 1999 for a potential pathologic fracture from metastasized cancer. Approx 2 months post-operative, 9/5/1999, the spiral blade was noted to be broken. Fracture was revised to partial hip replacement. Date of removal of nail system is unk.